Event description:
It was reported that a pt experienced decreased therapeutic benefit on (B)(6) 2011 with symptoms of severe spasticity, shortness of breath, headache, neckache, blurred vision, weakness, and movement difficulty. The pt was hospitalized and device surgical revision was performed on (B)(6) 2011. A micro leak in the catheter was reported. Csf withdrawal and spiral CT were done to diagnose the problem. The physician-confirmed diagnosis at the end of testing procedure was normal catheter. It was reported on (B)(6) 2011 that the pt is "much better - no unwanted spasticity". Additional info has been requested and will be reported if it becomes available.

Manufacturer narrative:
(B)(4).